Event description:
Reporter alleged that lancet needle protrudes beyond the hole in the cap when the cap is on the lancet device. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.